Manufacturer narrative:
No parts have been replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection with navigation system there was an inaccuracy of greater than 2 mm. Surgeon stated that the navigation accuracy was out by up to 1 cm. The accuracy during the registration was 1.5 mm. The trace registration performed displayed outside of optimal range for accuracy across the patient's skull.. When verifying accuracy there was an error of 1.3 mm at the target. Surgeon reported that after registration the probe was accurate with the anatomy of the patient on the surface. The 3d model generated by the application software showed distortion towards the soft tissue on the ears of the patient. Representative reported that the surgeon had noted the inaccuracy but decided to proceed with the surgeon. Patient was affected as the patient experienced vision loss in one eye and impaired in the second. The impaired vision was reported to be capable of viewing "blurred light". The surgeon made no allegation of deficiency against a medtronic product. However the relatedness of the product to the adverse event has not been confirmed. The procedure was completed with the use of navigation. There was no reported delay to procedure.

Manufacturer narrative:
Additional information: patient identifier provided. A medtronic representative reported that the patient was an average weight. The representative reported that the registration was performed when the patient was in a sterile environment and that the imprecision was consistent throughout the procedure. Additionally, it was noted that as the surgeon moved posterior on the patient, the imprecision grew in numerical value.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment at a later date than the event date of the reported imprecision. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.